Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the defibrillator "can't be charged. There are a smell and strange sound when charging." There was reportedly no patient involvement.

Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 1218950-2020-07366. Device investigation is completed; please see updated codes in this report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.